Event description:
It was reported that stent damage occurred. A 4.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion and it was noticed that the stent strut was damaged. No patient complications were reported.

Event description:
It was reported that stent damage occurred. A 4.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion and it was noticed that the stent strut was damaged. No patient complications were reported. It was further reported that the 98% stenosed target lesion was located in the 30% calcified mid left anterior descending artery. The lesion was pre-dilated with a 2.0 x 10 emerge balloon catheter. The procedure was completed with a 3.5 x12 synergy xd drug-eluting stent. The patient's status was stable.